Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 6, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated for additional review. The next level of support recommended allowing the system a few more days to adjust and calibrate as requested. Despite multiple attempts to troubleshoot the sensor inaccuracies, the user remained unresponsive. The case was closed, noting that the user was currently using the system with up-to-date information. B4. Date of this report: 21 may 2025. G3. Date received by the manufacturer? 20 may 2025. H3. Device evaluated by manufacturer? No. H6. Health effect - clinical code updated to 4582. H6. Health effect - impact code updated to 2199. H6. Medical device problem code updated to 1307. H6. Component code updated to 510. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.